Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported constant downstream occlusion alarm which was not reproduced. Downstream occlusion alarms were confirmed through a review of the event history log. The counts on the downstream sensor were found to be above specification (1020 with fluid filled tube when it should be 600-800). By reducing the downstream pusher shim size, the counts were brought within specification. Assignable cause was determined to be an over shimmed downstream pusher. The downstream pusher was adjusted to ensure proper occlusion detection.

Manufacturer narrative:
(B)(4). On (B)(6) 2016 it was observed that the event description int he initial MDR was incorrect and a supplemental MDR is required. The initial manufacturer report stated that the patient involvement was unknown. Further review of the customer reported symptom found that the event occurred during patient therapy. The event description has been updated.

Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message during therapy (medication, programmed amount and delivery rate unknown). The customer also stated that there was no patient injury or medical intervention.